Event description:
Had the essure implanted in 2009, my body fell apart from there. From depression to breaking rotting teeth, heavy non-stop bleeding, numbness in hands, shoulders, hips and feet. Pain in hips and legs, loss of sex drive, severe mood swings, brain fog, forgetfulness, metal taste in mouth. Severe pain and tenderness in breasts all month long. Along with bleeding all month long, decreased vision (rapid loss of vision), headaches, cysts inside the vagina, cysts on right ovary, cysts on right breast. Weight gain, weight loss, hot flashes, sleeplessness, incontinence / overactive bladder.